Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. After the transseptal phase of the procedure and right before advancing the double curve watchman truseal access system (was) into the left atrium, a clot was noticed on the tip of the was sheath in the right atrium via transesophageal echo (tee). The sheath and guidewires were pulled out of the body while aspirating back. The clot was present in the sheath as well as the 16f sheath that was in the groin. All sheaths were flushed and the physician made sure the activated clotting time (act) was therapeutic before continuing with the implant. The act was 367 seconds and a 24mm watchman flx laa closure device was implanted. Release criteria was met and the case was completed successfully. The patient was removed from the table without further incident.